Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 8 months post implant of this 23 mm aortic bioprosthetic valve, the device was explanted and replaced with another 23mm aortic bioprosthetic valve due to unknown reasons. No additional adverse patient effects were reported.